Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a plastic surgery breast surgery procedure on (B)(6) 2023 when it was reported, ¿an entire lot of bovie pads seem to have an issue which led to a patient getting a small burn during surgery. When we peeled the paper off the pad before surgery, we noticed round brownish circles that were missing adhesive on the adhesive side.¿. Further assessment information was requested, and it was reported that the lot number of the device used is unknown; however, two cases were opened. It is unknown why the device was used, even though prior to use inspection found a defect with the device. The patient was diagnosed with a 1st degree burn. There was no medical intervention or extended hospitalization reported for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and IFU; a possible cause of this event could be that the package was opened before skin was prepared for application. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A temporary deviation was found; however, it was not related to the reported event. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). Do not apply where fluid may pool. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a plastic surgery breast surgery procedure on (B)(6) 2023 when it was reported, ¿an entire lot of bovie pads seem to have an issue which led to a patient getting a small burn during surgery. When we peeled the paper off the pad before surgery, we noticed round brownish circles that were missing adhesive on the adhesive side.¿. Further assessment information was requested, and it was reported that the lot number of the device used is unknown; however, two cases were opened. It is unknown why the device was used, even though prior to use inspection found a defect with the device. The patient was diagnosed with a 1st degree burn. There was no medical intervention or extended hospitalization reported for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.